Event description:
It was reported that the connecting tube connectors were breaking and popping off mid cycle on both endoscope reprocessors. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was not confirmed; there was no abnormality found at the connecting tube. Based on the results of the investigation, it is likely that the event occurred due to the tube was not pushed all the way in when being connected (until a click was heard), or that foreign material, etc. Got caught at the connection part, making it impossible for the tube to be connected. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.